Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient underwent a pocket revision due to charging difficulties. It was discovered that the ipg had flipped inside the pocket; the ipg was adjusted and the patient was doing well after the procedure.